Event description:
It was reported, that this lead was explanted, due to exhibiting deterioration. Another lead was implanted instead. No further adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).